Event description:
A customer reported that two proficiency survey samples, one containing anti-d and the other anti-e, did not react with 0.8% selectogen lot 8s756. No death or serious injury was associated with this incident.